Manufacturer narrative:
(B)(4). Concomitant medical products: biomet modular tibial locking bar, catalog #: 141205, lot #: 290180; biomet maxim femoral component left, catalog #: 140031, lot #: 502540; biomet maxim tibial tray, catalog #: 141211, lot #: 841460; maxim cruciate retaining dcm bearing 18mm x 63/67mm, catalog #: 11-146338, lot #: 541960; biomet arcom all poly patella button 31mm, catalog #: 11-150826, lot #: 360890; palacos bone cement, catalog #: 424800, lot #: 5168143. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted within the patient. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Review of initial surgery operative notes identified no complications. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001825034-2017-11366; 0001825034-2017-11365; 0001825034-2018-01400; 0001825034-2018-04593; 0001825034-2018-08115.

Event description:
It is reported that the patient alleges experiencing swelling and loosening following left knee arthroplasty. Operative reports received indicate one and half years post-implantation, the patient is experiencing medial pain and uses a cane to ambulate. Furthermore, moderate medial and lateral instability with some varus alignment were noted. No revision procedure has been reported to date.